Manufacturer narrative:
(B)(4). Eval results: (based on the info provided no root cause can be determined), (dissection).

Event description:
An endeavor sprint rapid exchange drug eluting stent diameter 3mm length 12mm was deployed in the right posterior lateral artery. As a hematoma was confirmed at the proximal edge of the right posterior lateral artery, an add'l endeavor sprint rapid exchange drug eluting stent diameter 3.5 length 12mm was deployed. Another endeavor sprint rapid exchange drug eluting stent was also implanted in the proximal rca. No add'l clinical sequelae were reported. Pt is in remission.